Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the data was inaccurate on the device settings page in this customer's t:connect profile. The customer's health care provider (hcp) noticed that a different patient's settings were generated on this patient's profile. After logging out and logging back in, the correct settings were generated for the correct patient. The customer's hcp stated that the customer's father called with concerns due to the customer having a low blood glucose (bg) level in the middle of the night. After indicating that the low bg level was due to settings based off of inaccurate data, the customer's hcp adjusted the patient's settings to address the impacted bg level.